Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached file for our results of investigation. (B)(4).

Manufacturer narrative:
Date reported is an approximation as only the year has been reported.

Event description:
It was reported that patient was presented to the surgeon with a broken ps post. Exchange of the poly was planned but not confirmed. No trauma/accident/fall that lead to the failure were reported.